Event description:
It was reported that the patient experienced a stroke and displayed signs of cognitive decline over the course of several days following the pulse field ablation (pfa) procedure where the versacross connect was used. Post procedure their hemoglobin levels were greatly reduced. Anticoagulants were reversed to assist with bringing up hemoglobin levels back to normal levels. Over the course of the next few days while hospitalized the patient started showing increased signs of cognitive decline. A magnetic resonance imaging (MRI) was performed where a thrombotic stroke was discovered. Multifocal small lesions in every lobe bilaterally were observed. The cause of the stroke has not yet been identified. There was an anterior mitral line completed with the farawave catheter. The farawave was kept medial to the mitral clip and therefore adequate distance between the farawave and device was perceived. The device is not available for return due to disposal.

Manufacturer narrative:
Detailed product information was not provided to bsc and is not available due to disposal. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Once investigation is complete, a supplemental medwatch will be filed.

Manufacturer narrative:
Detailed product information was not provided to bsc and is not available due to disposal. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Once investigation is complete, a supplemental medwatch will be filed. Correction to the initial, MDR in block(s) h6.

Event description:
It was reported that the patient experienced a stroke and displayed signs of cognitive decline over the course of several days following the pulse field ablation (pfa) procedure where the versacross connect was used. Post procedure their hemoglobin levels were greatly reduced. Anticoagulants were reversed to assist with bringing up hemoglobin levels back to normal levels. Over the course of the next few days while hospitalized the patient started showing increased signs of cognitive decline. A magnetic resonance imaging (MRI) was performed where a thrombotic stroke was discovered. Multifocal small lesions in every lobe bilaterally were observed. The cause of the stroke has not yet been identified. There was an anterior mitral line completed with the farawave catheter. The farawave was kept medial to the mitral clip and therefore adequate distance between the farawave and device was perceived. The device is not available for return due to disposal.